Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A company representative reported that as per a healthcare provider (hcp) the patient was receiving lioresal with concentration 2000 mcg/ml via their implanted intrathecal pump at a dose rate of "256". The drug lot number of lioresal was unknown. The indication for use regarding the pump was intractable spasticity and familial spastic paraparesis. The patient experienced underdose symptoms. The date of the event/difficulty was approximately (B)(6) 2015. It was further indicated that as per the patient multiple episodes of underdose symptoms occurred over approximately a day followed by a couple days of normal therapy. A physician confirmed the issue. Regarding diagnostic testing / troubleshooting, watching for discrepancy at refills and a dye study was noted. No volume discrepancies were noted at refills per a physician. Per the patient's request the pump the physician decided to replace the pump and catheter. The pump and catheter were replaced on (B)(6) 2015. It was unknown if the issue was resolved at the time of the report. The pump was to be returned to the manufacturer. The patient was without injury regarding their status at the time of the report. Additional information requested included clarification of lioresal dose rate, symptoms of underdose experienced, cause of the issue, and patient outcome. The lioresal was clarified to be 2,000mcg/ml, 256mcg/day. The patient was experiencing headaches related to the underdose; the cause was undetermined. The patient's therapy with the new pump system was not described.